Event description:
It was reported that the lead had disloged. During lead revision, an insulation break was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported insulation anomaly was confirmed in the laboratory. An abrasion was noted at 38.0 cm from the connector pin. This indicates that the lead had been exposed to an external clamping force. The appearance and positioning indicates that the lead had been clamped and damaged in the vascular system possibly due to a narrow passage in the vein or rib-clavicle crush.